Event description:
It was reported that during a low anterior resection procedure, the device partially fired and all the staples were not released. The case was completed with another instrument. There was no patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.